Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was blood in the inflation and wire lumens. The distal tip was damaged. The balloon was loosely folded. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markerband. A portion of the outer shaft was torn/burst and plastically deformed in the form of a bulge and was torn at the bi-component weld. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis identified a tear in the shaft and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-aug-2015. It was reported that catheter advancement issues were encountered. The target lesion was located in the diagonal branch of the left anterior descending (lad) artery. A 2.00mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, the physician noted that there was minimal to no support upon pushing the balloon. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft perforation.